Event description:
It was reported that the customer had an issue with the up and down arrow not working. Customer mentioned that last week she had been having high blood glucose levels between 270-600 mg/dl. Customer changed her site but she still kept running high. Customer's blood glucose level was 126 mg/dl. Customer reported that the up and arrow buttons were not working. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened buttons dome switch. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked battery tube threads and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).